Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. It was reported by the key market, that the details provided were incorrect, and the customer could not be contacted for further details regarding the resolution, and the event details. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a faulty battery. The device was in clinical use when the issue occurred. No patient or user harm reported. Investigation ongoing.